Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition and with one clip loaded in the jaw. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, after the clip was fed into the jaws at the 3rd firing, it was not formed and ejected from the jaws. The fallen clip was removed from the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).